Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure there was an insulation breach on the left ventricular (lv) lead. The lead was repaired with two suture sleeves and remains in use. No patient complications have been reported as a result of this event.